Event description:
The customer reported a leak at the differential mixing module of the coulter lh 750 hematology analyzer during startup. The volume of the leak was about 1 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The printouts and raw data were requested but were not provided.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 5/01/2015. The fse found the tubing at the center rinse port of the differential mixing chamber had a hole and was leaking. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).